Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-13. H6: investigation summary: bd received customer samples for investigation. In addition, retention samples of the incident lot were selected from bd inventory for evaluation. Bd investigation: no interference peak was found in the customer complaint tubes using a lc/ms/ms method similar to the client¿s method (m/z 151 & 119) interference peak was found in the customer complaint tubes using a lc/ms method (m/z 151) and identified as triethylene glycol/peg peg was found in edta from opened drum, but not in unopened drums. This suggested cross contamination identified cross contamination source: ccfdna and edta additive preparation were sharing the same weighing/mixing equipment. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of peak interference(erroneous results). Bd determined that the root cause of the indicated failure mode was attributed to cross contamination between edta and ccfdna additives. A corrective action was initiated to ensure there is dedicated weighing/mixing equipment for each production. The first lot to be manufactured after this change had taken place was (B)(6). Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported the bd vacutainer® k2e 5.4mg plus blood collection tubes experienced erroneous results. The following information was provided by the initial reporter: translated to english. The customer stated: interference (peak) found when running mass spectrometry for met epinephrine isolated to bd edta tubes. Interfering peak found on mass spectrometry when running sample for met epinephrine. Site uses edta tubes from multiple sites (B)(6) hospital uses greiner but heartlands good hope and solihull are using bd edta tubes. Interfereing peak isolated to bd edta tubes only. Since about september all samples analysed from heartlands, good hope and solihull have been affected. It is not related to the device blood is collected into as we have added saline direct to the tubes and injected this and can see the interference present in this solution. We do not see this issue with samples from other labs we analyse samples."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2e 5.4mg plus blood collection tubes experienced erroneous results. The following information was provided by the initial reporter: translated to english. The customer stated: interference (peak) found when running mass spectrometry for met epinephrine isolated to bd edta tubes. Interfering peak found on mass spectrometry when running sample for met epinephrine. Site uses edta tubes from multiple sites uhb (B)(6) hospital uses greiner but heartlands (B)(4) are using bd edta tubes. Interfering peak isolated to bd edta tubes only. Since about (B)(6) all samples analysed from heartlands, (B)(4) have been affected. It is not related to the device blood is collected into as we have added saline direct to the tubes and injected this and can see the interference present in this solution. We do not see this issue with samples from other labs we analyse samples."